Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that during a procedure, the physician and tech noticed that the knob rotates and does not stop on a specific setting on the pump. The physician was able to get through the procedure. There was no pt injury or medical intervention.

Manufacturer narrative:
Submit date: 07/29/2013. An investigation is currently underway. Upon completion, the results will be forwarded.